Event description:
The hcp reported that during the performance of a bravo procedure, the bravo capsule failed to attach to the esophagus. The physician elected to retrieve the capsule through endoscopy. The pt was admitted later in the day for surgical repair of a torn esophagus. The pt was reported to have recovered from this procedure with no further complications.